Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Based on the available data, a general reagent issue could be excluded. The field service engineer (fse) performed preventative maintenance and operational and precision checks. The fse confirmed proper analyzer operation. The service maintenance actions performed by the fse resolved the issue. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable lpa2 tina-quant lipoprotein (a) gen.2 results for 2 patient samples on a cobas c 503 analytical unit. The customer questioned the high initial results which prompted them to repeat the samples on another analyzer. On (B)(6) 2024, for sample 1, the initial lpa2 result was 35 mg/dl. The sample was repeated again on the same analyzer and the result was 29 mg/dl. The sample was repeated twice on another c503 analyzer and the results were 14 mg/dl and 15 mg/dl. The sample was repeated two more times on the original analyzer and the results were 16 mg/dl and 14 mg/dl. On (B)(6) 2024, for sample 2, the initial lpa2 result was 32 mg/dl. The sample was repeated again on the same analyzer and the result was 20 mg/dl. The sample was repeated on another c503 analyzer and the result was 20 mg/dl. On (B)(6) 2024, the sample was repeated on the other c503 analyzer again and the result was 19 mg/dl. The lower repeat results were deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6) . The samples were frozen and thawed prior to testing. The investigation is ongoing.